Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported the customer's pump case would not clip securely. Subsequently, the pump case fell, causing the pump touch screen to crack. Customer's blood glucose was 136 mg/dl. Customer reverted to using an alternate method of insulin therapy.